Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles. The approximate size of the air bubbles was 3 millimeters. They noticed the air bubbles during the filling process and during therapy. One reservoir plunger also went off the reservoir during filling process. The customer¿s blood glucose during the incident was 350 mg/dl. Customer allowed for insulin to warm to room temperature prior to filling the reservoir. The reservoir will not be returned for analysis.